Event description:
It was reported that during an endoscopic retrograde cholangiopancreatography (ercp) procedure, the distal cover fell off of the scope and into the patient's body. The distal cover was retrieved with forceps. There was no patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. This report is linked to patient identifier (B)(6).

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it is assumed that the distal end cover was not properly attached and dropped off due to the load during the procedure. It is feasible that the attachment of the distal cover was insufficient. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide updates of the final investigation. Updated fields: h7 and h9.